Event description:
It was reported that prior to start of da vinci assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report 319 error. Error was causing the user to disable the boom prior to resuming use. The system was hard power cycled, and the error persisted. The staff attempted to dock the system in the current position. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced fiber optic cable inside the patient side cart (psc). The system was verified and ready to use.